Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-04950 / 04951).

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to unknown reasons. The femoral component, polyethylene bearing, and locking bar were removed and replaced. Furthermore, patient was revised on (B)(6) 2015 due to instability. The polyethylene bearing and locking bar were removed and replaced.